Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00603. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom)to treat a cerebral aneurysm using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed seven coils and a smart coil using a non-penumbra microcatheter. The physician then felt slight resistance, but was able to advance another smart coil to the target location. The physician then however was unable to detach the smart coil using the handle, despite the pet lock being separated. The physician therefore attempted to manually detach the smart coil with forceps, however the pusher assembly then became fractured. The smart coil was therefore removed, and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.